Event description:
Conmed japan reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a procedure on (B)(6) 2025, and "the balloon air did not come out". The procedure was completed with the use of an alternate same device.there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a procedure on (B)(6) 2025, and ¿the balloon air did not come out¿. The procedure was completed with the use of an alternate same device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-6085-201a found that the balloon would inflate when air was applied but the balloon would not deflate, even when the syringe was pulled back. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be an occlusion on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.